Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: 250905073401 this report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21, with 510k/PMA/bla number k170317.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient that was not reported out of the laboratory. The following results were provided: sid (B)(6) = 34 / <2 / <2 u/l . No impact to patient management was reported.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient that was not reported out of the laboratory. The following results were provided: sid (B)(6) = 34 / <2 / <2 u/l. No impact to patient management was reported.

Manufacturer narrative:
Field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and multiple parts replacement were performed. There have been no further reports of discrepant results since the fs site visit was conducted. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (sn# (B)(6)) analyzer.